Manufacturer narrative:
Product ID: 407645, implanted: (B)(6) 2006. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the patient¿s implantable pulse generator (ipg) system was explanted due to recurrent staphylococcus epidermidis bacteremia. It was noted that during the explant procedure, the right atrial (ra) lead helix was unable to be retracted. The ra lead was removed via laser. The ipg system was later replaced with a leadless implantable pulse generator (ipg). No further patient complications have been reported as a result of this event.